Manufacturer narrative:
The date has to be corrected to (B)(6) 2016.

Manufacturer narrative:
The hospital reported that the diameter was measured wrong.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a thoracic aortic aneurysm measuring 60mm and was implanted with a conformable gore® tag® thoracic endoprosthesis in zone 2 of the thoracic aorta with intentional coverage of the left subclavian artery (lsa). Revascularization on the patient's lsa had been performed this same date prior to implant. This same date the patient experienced a cerebral vascular accident with aphasia. The patient is being treated with drug therapy. The event is reported to be related to the procedure. On (B)(6) 2015, the patient was discharged, the event was reported to be ongoing.